Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phaco tip and tip wrench in a box was received for the report. Sample was visually inspected and found to be conforming. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. Functional thread check was performed and found to be conforming. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned sample was found to be conforming for visual and functional testing associated with the reported event; therefore, reported issue was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phaco tip was manufactured to specifications. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The customer reported that tip was loose during phaco emulsification (cataract surgery with intra ocular lens implantation). There was no impact on patient. This report pertains to phaco tip involved in the reported event.